Event description:
It was reported that the patient had hemoptysis and died. Vascular access was obtained via the internal jugular approach to the left pulmonary artery. A non-bsc guide catheter and v-18 control wire guidewire were used to access the left pulmonary artery. There was initial difficulty accessing the left pulmonary artery. A non-bsc wire was then used after which the v-18 was successfully inserted. A wireless heart failure (hf) remote monitor delivery system was used to place the sensor. Once the sensor was deployed, but with the guidewire still in place, the patient coughed blood. The sensor did not move and the patient continued coughing. The sensor was calibrated without issue. Due to the continued coughing, the patient was checked for hemoptysis, and frank blood was noted on gauze. The patient continued to cough, and suction was applied. At that point, the patient began to experience continuous hemoptysis requiring suction. The patient was ultimately intubated and transferred to interventional radiology for a bronchoscopy and embolization. The patient did not survive the emergency bronchoscopy procedure, and the source of the bleeding was not found.